Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the "back" button and the "home" button on the touchscreen have become unresponsive. Customer's blood glucose level was not impacted. Customer confirmed that they have a back up insulin therapy method if needed.